Event description:
It was reported that pump experienced malfunction alarm that caused pump to shut down, and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer stopped using pump after event and used multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump with updated software.